Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6875. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 600.6875. Technical support: 1. Power up unit and go to network setting page and leave powered on for 10 mins. Connect to system maintenance and transfer network config. 2. Replace wireless network card. 3. Return to factory for repair identified device using the data link type 802.11 ab/g/n card. Informed customer to transfer the network configuration package. Customer will have to isolate problem fault to rf card and/or logic board. Customer may get back to us once the clarification of needed replacement part is established informed customer if any further concerns and/or issues to give a call back. End call. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 12feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. Device not returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Device not received.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6875. There was no patient involvement.